Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('upcoming removal scheduled') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (upcoming removal scheduled). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('chronic llq pain') in an adult female patient who had essure (batch no. 627310) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea") and adenomyosis ("adenomyosis"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, lso and right salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, dysmenorrhoea and adenomyosis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis and dysmenorrhoea to be related to essure. The reporter commented: discrepancy noted date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2011. Insertion details: 7 coils on right. 2 coils on left. Lot number:627310 manufacturing date:2008-05 expiration date:2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('upcoming removal scheduled') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (upcoming removal scheduled). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('chronic llq pain') in an adult female patient who had essure (batch no. 627310) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea") and adenomyosis ("adenomyosis"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, lso and right salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the abdominal pain lower, dysmenorrhoea and adenomyosis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis and dysmenorrhoea to be related to essure. The reporter commented: discrepancy noted date of insertion previously reported as 01-mar-2011 now it is reported (B)(6)2011. Insertion details: 7 coils on right. 2 coils on left. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Lot number, date of birth was added. Date of insertion updated, date of removal, reporter causality comment, reporters was added. Event medical device removal updated to chronic llq pain. New event added: dysmenorrhea and adenomyosis we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.